Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided. Customer¿s blood glucose (bg) level was 315 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.